Event description:
Routine complaint investigation confirms a false high blood glucose resding compared to laboratory blood glucose results. Analysis indicates that his malfunction, were it to recur for certain pts, under certain conditions, could result in serious adverse clinical effects to the user of the system. No injuries were reported in the field.